Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer bracket was broken. A field service engineer (fse) troubleshot the issue with the drawer not closing. Found that the bumper stop screws had fallen out. Located the missing screws and realigned the bumper stop. Attempted to log into admin mode to test in hardware test application (hta) but was unable to obtain a network connection on the phone to retrieve the password. The customer was able to recover the drawer and verified functionality by inventorying medications in the drawer. All worked properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main unit had a broken drawer bracket, and the drawer would not close manually. A broken bracket was visually identified when the back of the main unit was opened. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.